Event description:
Bio med reports the door latch on the pump regularly breaks at the base of the latch creating an issue with opening the door safely or being able to fully close the door. Hospital has 247 pumps and over the last year have had this issue with approximately 30 pumps.